Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the homechoice cassette and the transfer set. This occurred during an unspecified stage of peritoneal dialysis therapy. The connection issue led to fluid leakage of dialysis solution. How the event was resolved and if the patient completed therapy was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.